Event description:
Initial reporter stated cassette would not fit into the machine during surgical setup. Surgery was not delayed while switching to an another cassette. There was no adverse effect on the pt.